Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The system software, configuration and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a system input failure message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.